Event description:
It was reported that the patient alert tripped due to low atrial impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported there was continued noise and oversensing in the atrial channel as well as low impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the atrial lead was undersensing. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.